Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for spinal pain. The patient experienced inconsistent therapy and the pump was determined to be flipping. The pump was moved from its previous location to an area with extra skin and it was thought this contributed to the pump flipping. A dye study was attempted, but could not be completed due to the flipped pump. The hcp attempted to manually flip the pump, but was unsuccessful. The issue was considered ongoing. The hcp and patient were going to discuss if surgery was necessary. The patient's status at the time of the event was stated to be alive with no injury. No further information was provided. Dosing: as of (B)(6) 2016: unknown morphine (5mg/ml, 0.3497mg/day) .

Event description:
Additional information was received from the hcp on 2016-09-15. It was reported that the cause of the pump flipping was determined to be due to the movement of the pump to an area with extra tissue. It was indicated that the inconsistent therapy and flipped pump had been resolved and that the intervention taken to resolve the flipped pump was changed location. A log of the pump status was included in the report and showed that the patient had been receiving morphine 5.0 mg/ml at a dose of 0.5414 mg/day since (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.